Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29201. It was reported that a patient presented in clinic with pain from pacing. The physician suspected the patient's right atrial (ra) and right ventricular (rv) leads had a micro perforation. The ra and rv leads were both repositioned successfully. The patient was stable throughout procedure.